Event description:
The sales rep reported that the stent was not prepped as per IFU - was done inside the body of the pt rather than prior to entering body. The hub cracked when connecting the endoflator. A crack was not noted prior to attempting to prep or when removing from packet. The indication for the procedure was an ami in an unk vessel. Vessel characteristics were unk. There was no resistance advancing the device to the lesion. The device was torqued by the hub. The device was removed from the pt by pulling it into the guide catheter and not deployed. There were no complications with the pt.

Manufacturer narrative:
The product has been received for eval. However, the engineering analysis is not yet complete. Additional info will be submitted within 30 days of receipt.